Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15594. The pt has 4 leads (2 from one lot and model number and 2 from another lot and model number) implanted as part of her scs system. The pt reported she was not feeling stimulation. Pt stated she was unable to increase amplitude past perception and the amplitude was also reducing. The sjm rep met with the pt and diagnostics indicated invalid impedances. Also, one lead is causing unwanted stimulation. X-rays were taken and one lead appears to have migrated. Surgical intervention will be taken at a later date to address this issue.